Event description:
It was reported that the patient passed away on (B)(6) 2017 through follow-up by company representative for a titration appointment. The coroner's office indicated that the patient had passed away due to seizure activity due to a seizure disorder. The funeral home indicated that they had explanted the device and given it to the patient's family. The physician reported that while he couldn't say that the patient's cause of death was unrelated to vns, because he didn't have the autopsy results, he believed that a relationship was highly unlikely. He believed that it was more likely that the patient had passed away due to cardiac failure as the patient was overweight and had high blood pressure. He reported that the patient's wife believed the death was related to the vns. The explanted product has not been received to date. No further relevant information has been received to date.